Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced some high blood glucose levels since starting the insulin pump. His blood glucose level was around 400 mg/dl. He declined troubleshooting. The device was not returned.